Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery cap contact. The device had minor scratched lcd window and corroded battery tube.

Event description:
It was reported that the customer had a blank display occur with their insulin pump. Customer's blood glucose level was reported at 201 mg/dl. Product is being replaced. No further information was provided.